Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the extract transfer load was delayed and had affected the reports. The technical support specialist restarted the extract transfer load to resolve the issue. The serial number, UDI and manufactures details kept blank since the given asset information found to be es vm large 2016 server w/out sql. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation es system stockout reports were not printing. The customer added that this malfunction caused a delay in dispensing medication to patient. However, there were no adverse events or injuries reported based on this event.